Event description:
It was reported that during the implant procedure, the lead insulation was damaged. The lead was no longer used.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.